Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo microcatheter tip prematurely detached during preparation when the physician inserted the guidewire into the catheter. The patient was undergoing treatment for arteriovenous malformation (avm) embolization. It was reported that there was no friction or difficulty during injections, and no force was applied during removal. The catheter tip was not entrapped/stuck, there was no vasospasm, and no additional surgical or medical intervention was required. The catheter was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the in structions for use (IFU).

Event description:
Additional information received reported there was no kink or other damage to the apollo catheter or the guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the apollo microcatheter (lot no. B047843) found that the 5.0 cm detachable tip was detached, and the detached tip was returned. The apollo total length was measured to be ~168.3 cm, the usable length was measured to be ~161.8 cm which is within specification (165.0 cm ± 2.5 cm) and the distal floppy length was measured to be ~22.9 cm. As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0 cm tip was detached. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.5 mm which is within specification: 1.0 mm - 2.5 mm. No onyx residue was found with in the apollo distal end. The micro catheter was flushed, and water exited the distal tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. However, a cause could not be determined. H6: method code updated to b01. Result code updated to c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.